Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had a blood clot in the lung post permanent implant procedure. The patient was admitted back to the hospital and was treated with coumadin due to the unusually increased pain which was initially believed to be from appendicitis. It was confirmed that pain was due to the blood clot and was not from the appendicitis. The patient was doing well and was discharge from the hospital.